Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient's pinnacle cup was revised due to 59 degree high cup angle and liner disassociation. Cup, screw, liner and head were replaced with new. Stem remained implanted. Doi: (B)(6) 2017. Dor: (B)(6) 2017. Affected side: left hip.